Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a friend/family member of a patient on 2019-mar-08. They were calling back to troubleshoot. They got 6-8 coupling boxes and said that when the patient moves around, the coupling changes. Patient services reviewed the belt and take options but the patient might be allergic and gets a rash to other tape. Patient services reviewed that coupling may change when they move so if they can stay still, coupling should also. Patient services reviewed on/off button on the recharger and directed the caller to turn the stimulation back on when the patient gets more charge. Additional information was received from a friend/family member of a patient on 2019-mar-11. There was poor coupling with recharging beginning on an unknown date. The antenna was reportedly damaged. An email was sent to repair to have the patient sent a replacement antenna. An outbound call was also made to the friend/family member after there was a report of it not going to 8 bars of charge on 2019-mar-12. The caller confirmed that they already spoke with someone who is sending a replacement antenna. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient/family member. The patient stated that they ¿sent us a new one¿ when asked about the cause of the poor coupling and the recharger screen going blank. The patient stated that the actions taken to resolve the poor coupling were that someone came to the patient¿s nursing home to check that everything was working correctly. It was stated that the poor coupling seemed to have been resolved for now. Patient weight was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient was having coupling issues and would go between 2 and 8 coupling bars. The patient reported the insr ¿wouldn¿t display anything.¿ the patient stated that the insr no longer shows 8 coupling bars and they are unable to charge. No symptoms or complications were reported.